Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported by the field clinical specialist, approximately 6 years and 4 months post transfemoral tavr procedure with a 23mm sapien 3 valve in the aortic position, the valve failed. The patient underwent a valve-in-valve with an non-edwards valve. The perceived root cause for the failed valve was aortic stenosis - possible leaflet thrombus at some point as well.

Manufacturer narrative:
A supplemental MDR is being submitted due to clinical review of medical record findings. Sections b7, g6, h2, and h10 was updated. Per medical records review, an echo performed reported the sapien valve with evidence of increase of the gradient and severe aortic stenosis. Conclusions: tavr valve well seated. Severe valvular obstruction with preserved stroke volume index. Compared to previous echo (5 year follow up visit echo), there is a significant increase in gradients. Aortic valve mean gradient was 62 mmhg, vmax 5.24 m/sec. In addition, severe mitral annular calcification (mac), left ventricle diastolic function was indeterminable due to mac and concentric left ventricle (lv) hypertrophy. Per the discharge summary, date unknown: the patient underwent a successful valve-in-valve tavr procedure with a 26mm non-edwards valve implanted in the 23mm sapien valve in aortic position. There were no issues with hemostasis. Post procedure echo reported a well-seated aortic tavr valve-in-valve with normal function by doppler, elevated stroke volume. Mean gradient was 20.43 mmhg. The patient was discharged. Additional details are not available. The investigation is still ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned, and no images were provided. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint was confirmed based on medical record provided. There is no allegation of device malfunction contributed to the reported event. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. As reported, "approximately 6 years and 4 months post transfemoral tavr procedure with a 23mm sapien 3 valve in the aortic position, the valve failed. The patient underwent a valve-in-valve with a non-edwards valve. The perceived root cause for the failed valve was aortic stenosis - possible leaflet thrombus at some point as well". Per medical review, it was noted that patient had hyperlipidemia. Hyperlipidemia has been found to be associated with aortic valve stenosis and to resemble the inflammatory process of atherosclerosis in many studies. In addition, thrombosis was suspected. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in leaflet thickening, increased gradients, and stenosis. As such, available information suggests that patient factors (thrombosis, hyperlipidemia) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective/or preventative actions nor product risk assessment escalation are required at this time.